Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received a no delivery alarm and failed battery test alarm. Customer inquired on warranty as insulin pump did not work since having high blood glucose. Customer declined all troubleshooting. Representative attempted to advise customer that insulin pump could be replaced, but customer hung up the phone and did not answer when called back.